Event description:
(B)(4) clinical study. Same patient as MDR ID#: 2134265-2013-02003, 2134265-2013-03014. It was reported that during a coronary artery stenting treatment procedure, vessel jailing occurred. In (B)(6) 2012, 60-70% stenosis was noted in the mid left anterior descending artery (mid lad), which was treated placement of a 2.75x38mm ion stent. Post stent deployment, jailing of the diagonal branch was noted. A non-bsc guidewire was advanced across the diagonal branch. The jailing was treated with angioplasty using a maverick balloon at the ostium of the diagonal branch.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).